Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
International distributor contacted dexcom technical support on (B)(4) 2013 to report that adult patient had experienced 2 sensor failures on (B)(6) 2013. Upon sensor removal, sensor was missing, not to be found in her skin or elsewhere. At the time of her call to dexcom technical support, patient reported that she was feeling fine. This is complaint 2 of 2.